Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 448 mg/dl. The customer treated with the insulin pump. The troubleshooting was performed for the high blood glucose. Customer declined to test insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.